Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had a pump error. The customer¿s blood glucose level was unknown. Customer stated that the pump had pump error and was unable to clear and rewind the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a broken force sensor alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).